Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received when attempting to charge the pump. Customer's blood glucose level ranged between 219-220 mg/dl.